Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision operative notes (B)(6) 2013 indicate the patient received a right total knee revision due to loose and painful right total knee. Upon entering the joint, metal stained fluid was encountered, synovium showed severe metal staining. Scar tissue was debrided. The tibial insert was noted to have slight wear. The tibial and femoral components were stated to be loose, interface not provided. The patella was also noted to have minimal wear, it was not revised. The surgery was completed without indication of complication by the surgeon. Products implanted at this revision are located on page 13-15. Doi: (B)(6) 2004, dor: (B)(6) 2013 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.